Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from march 27, 2020 - march 31, 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the top end area of the spike port weld in front of the bag. Additional magnified inspection was performed which verified a tear/hole where the leak occurred. The reported condition was verified at the top end area of the spike port weld. The cause of the tear/hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the center port. There was no patient involvement. No additional information is available.